Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of an incisional hernia with kugel patch. On (B)(6) 2007 - pt underwent a cystoscopy, bilateral retrograde pyelograms, with bladder biopsies and cauterization. This procedure was administered due to the pt's persistent and intermittent hematuria, which seemed to be somewhat associated with exercise. Inspection of the bladder showed an area of wavy red tissue and an area of calcification. Md noted the pathology results to be "foreign body giant cell reaction. No cancer." On (B)(6) 2008 - pt underwent a cystoscopy. The md noted that he was unable to remove the lesion which appears to be a foreign body working its way into the bladder, therefore the pt was schedule for open exploration. On (B)(6) 2008 - pt underwent holmium laser and extraction of surgical mesh from the bladder. A prior workup had showed that mesh from the hernia repair was eroding into the pt's bladder. The md noted that he was able to remove a large piece of the mesh, but there was still some small fragments of the mesh protruding into the bladder.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicting that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the mesh was eroding into the pt's bladder. However, no sample was returned for evaluation, therefore, a device evaluation could not be performed. With the currently available info, no conclusion can be drawn.